Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. .

Event description:
The customer reported the device is not switching on. Due to a no power condition. No patient involvement reported.